Manufacturer narrative:
The explanted device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this device had displayed a pacing impedance measurement of less than 100 ohms which triggered the lead safety switch indicator (lss). This lead also displayed high thresholds measurements and there was evidence of noise. The patient had refused to have a lead revision performed, so the device was programmed to unipolar and the sensitivity was changed for optimization. There was no adverse patient effects reported. Additional information was received that a revision was performed. The lead was surgically abandoned and successfully replaced. When the new lead was connected to this device, pacing impedance measurements above 2,000 ohms was displayed and there was complete loss of capture at maximum outputs on the right ventricular channel. In addition, blood in the port of the device was also observed during the revision. The device was explanted and successfully replaced with another pacemaker. There were no additional adverse patient effects reported as a result of the surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted there was body fluid contamination in both lead barrels; however more was seen in the atrial lead barrel. Body fluid contamination was noted in the atrial distal seal plug cavity and around the atrial distal terminal block. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.